Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's ventral lead was causing nerve compression. It was also noted that the patient was experiencing shocking sensation and migraine headache. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's ventral lead was causing nerve compression. It was also noted that the patient was experiencing shocking sensation and migraine headache. The patient will undergo a revision procedure wherein the lead will be replaced.